Event description:
An elderly patient hospitalised for management of immunotherapy toxicity with deteriorating renal function, was found in cardiorespiratory arrest in their bed on the morning of (B)(6) 2024, and cardiopulmonary resuscitation was initiated. During this procedure, it was noted that the compression bag on spur ii did not reinflate between each ventilation causing insufficient oxygenation. The customer checked that the compressible bag (''balloon") was intact and new. They expanded oxygen pressure from 15l to 30l and changed the oxygen source from wall socket to oxygen cylinder, but they did not succeed in improving the oxygenation. The device was replaced with another spur ii device, which turned out to have the same malfunction delaying the cardiopulmonary resuscitation and the patient died. The customer confirmed that it was the patient's condition which led to patient's death - not the device malfunction - as the patient outcome would have been the same even if the device had not malfunctioned.

Manufacturer narrative:
The reported failure could not be verified, since neither the samples nor pictures were returned for investigation. Lot number of one of two affected devices was provided by the customer. Function tests are performed on all spur ii devices according to process control procedure to make sure the finished product meets design specification. Ambu spur ii has been verified to be able to re-inflate to its default shape by itself after compression. Therefore, it should be easily detected during manufacturing if the spur ii could not be depressed properly. No abnormality was found during a review of production records for the affected lot. Based on current information provided by the customer, the compressible bag could have failed to inflate due to inlet valve disc malfunction, however, the specific failure mode and root cause could not be determined. The reported failure has been identified in product risk evaluation and it is concluded as acceptable. As stated in IFU (lbl- 005925 rev.12) "always visually inspect the product and perform a functionality test after unpacking, assembly and prior to use, as defects and foreign matters can lead to no or reduced ventilation of the patient.", this failure could be easily detected prior to use. We will continue monitoring the market for similar complaints. D4: primary UDI number: please note that the incident involved the EU version of the resuscitator, thus it does not have a us UDI.